Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking sensation in the right arm, in (B)(6) 2010. An extension revision surgery was performed and the pt was reprogrammed. The pt had relief until (B)(6) 2011, at which time, it was indicated that the lead had electrodes that did not work. The pt was reprogrammed, but subsequently, lost therapeutic effect. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.